Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6) hospital". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log confirmed the customer complaint. Functional testing was able to duplicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's downstream occlusion (dso) sensor was faulty. The dso sensor was replaced.

Event description:
It was reported that the device alarms, "cassette not attached properly. Reattach cassette." There was unknown patient involvement and unknown patient harm/adverse event reported.